Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer planned to perform a supply change to address the issue. Customer¿s blood glucose level was 277 mg/dl.